Event description:
It was reported during use the bd vacutainer® flashback blood collection needle experienced poor sleeve function. This event occurred 2 times. The following information was provided by the initial reporter: "when the blood collection teacher used a straight needle to collect blood, when the first blood collection tube was extubated, the rubber sleeve at the tail of the straight needle could not rebound normally, resulting in a large amount of blood leakage and the patient¿s blood was directly spilled on the table, on the floor and on the shoes of the blood collection teacher, this scene caused discomfort to the patient.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/14/2020. H.6. Investigation: bd received 1 sample and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA#1800001).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® flashback blood collection needle experienced poor sleeve function. This event occurred 2 times. The following information was provided by the initial reporter: "when the blood collection teacher used a straight needle to collect blood, when the first blood collection tube was extubated, the rubber sleeve at the tail of the straight needle could not rebound normally, resulting in a large amount of blood leakage and the patient¿s blood was directly spilled on the table, on the floor and on the shoes of the blood collection teacher, this scene caused discomfort to the patient."